Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the needle of the rx needle knife xl broke off and fell inside the patient. It was reported that the detached needle was attempted to be retrieved. The exact device used was unknown. They searched the needle and did the imaging; however, the detached needle was not found. The procedure was not completed due to this event. There patient's condition at the conclusion of the procedure was reported to be fully recovered. No further information has been obtained despite good faith efforts.